Manufacturer narrative:
The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a severely/deep scratched display window. No crack on the screen was noted. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there is a scratch on the pump screen down the center, and there is also a crack on the right hand corner. The customer's blood glucose level at the time of incident was 125mg/dl. The customer state they fell with the pump on and screen facing outward. Troubleshoot was conducted, and the drive support cap was noted to be protruded. The customer was advised to discontinue use of the pump, and that it would have to be replaced and returned for analysis.